Manufacturer narrative:
Sales rep and surgeon were contacted for further information. Complaint mesh was returned and it is pending for eng analysis. Although there are known risks associated with the use of caldera medical's mesh products, these risks are noted in the warnings/adverse reaction section of each product's instructions for use (IFU). When used as intended and per the product IFU, the benefit to the patient for the intended use outweighs these risks.

Event description:
Sales rep reports on 06/20/19: "I am in the or with (B)(6) this morning. He is working on a patient that had a robotic sacrocolpopexy done by him approximately 5 years ago and has failed. He can see that the mesh has stretched completely and there was no tissue in-growth on the cervix or the vaginal wall. However, there was great tissue in-growth on the peritoneum. He has suggested that I send the removed mesh back to corporate and have them examine it to potentially see what happened." Additional information has been requested from sales rep including details, treatment, and lot number associated with issue. On 07/25/19 sales rep responded with additional information: "surgery was performed on (B)(6) to remove the old mesh". Complaint mesh was returned to caldera on 08/31/19 for investigation.